Event description:
It was reported that there was a decrease in fiber vaporization efficiency and firing on side @ 26,021 joules after 4:44 minutes. The procedure was completed with a second fiber @ 80,688 joules. There was "no injury to the patient" reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the metal cap exhibits moderate char and melting at the output wiondow; the glass cap exhibits moderate devitrification at the output window; the outer flow tubing exhibits mild contamination, likely biologic. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Due to anatomical/procedural factors encountered during the procedure, cap wear was accelerated limiting the performance of the fiber. (B)(4).